Event description:
Pt first had bankart surgery in 2003 after multiple dislocations. They returned to surgeon with pain and grinding in their shoulder. Their MRI scans suggested a loose body in the axillary pouch. Therefore, the surgeon advised pt to have a diagnostic scope to confirm and/or remove the loose bodies. Upon entering the shoulder joint, a loose body was found in the axillary pouch, the back end of a bioknotless anchor. Also, the surface of the glenoid was probed and a second back end of a bioknotless anchor was removed. The labrum had healed, however, they did have a hole in the glenoid where the second anchor was removed.